Event description:
The customer reported the ventilator went inop while in use and alarmed. The customer reported there was no pt harm. The service technician also reported there were diagnostic codes found in the ventilator log history that confirmed an air source fault and loss of gas supply, which will affect the function of the ventilator. Vent inop, when in use, will stop providing ventilatory support to the pt.